Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had a e315 scope communication error. It is unknown when the issue occurred. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4 & h6. The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Based on the results of the investigation, a probable root cause could not be identified. However, given the condition of the returned device, the investigation finds it likely that the scope connector was flooded. That flooding caused damage to the internal components and ultimately contributed to the initially reported error code should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.